Event description:
The customer's mother reported that the customer was hosp twice for high bgs. The contact informed that the pump had an alarm for the last couple weeks. It was stated that the customer changed the set with each alarm. The family member informed that the sets were not staying in place and the cannula would be pulled out and just lying there. Also it was indicated that sometimes the cannulas were kinked or bent. A replacement pump was requested.